Event description:
New information received indicated that an alert for high defibrillation impedance was noted again. The lead function was otherwise normal. No device intervention was performed. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: b3, b5.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, high voltage lead impedance was observed. The patient is stable and will continue to be monitored.